Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem: correction g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11. The devices implanted on (B)(6) 2013 were previously reported under MFR# 2031527-2018-00473.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with a cold leg and limb occlusion. The physician was unable to get through to the occlusion and therefore, elected to treat the patient by performing a fem-fem bypass on (B)(6) 2019. The patient is reportedly doing well. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and infrarenal aortic extension. The original procedure was completed to resolve the lower aneurysm with the possibility of treating the upper aneurysm later. The patient presented with abdominal pain. It was identified that the untreated upper aneurysm had grown and into the lower aneurysm with an indeterminate endoleak. Successful re-intervention was performed with implant of an afx2 bifurcated stent graft and two (2) vela infrarenals. Approximately one (1) year post secondary procedure, the patient presented with a cold leg and limb occlusion. The physician was unable to get through to the occlusion and therefore, elected to treat the patient by performing a fem-fem bypass. The patient is reportedly doing well.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with a cold leg and limb occlusion. The physician was unable to get through to the occlusion and therefore, elected to treat the patient by performing a fem-fem bypass on (B)(6) 2019. The patient is reportedly doing well.